Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. It is unknown if patient or procedural factors contributed this event. The results are inconclusive.

Event description:
It was reported that after the filter deployed 2 of the legs were twisted together. Filter remains well anchored in patient.